Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the system was a complete failure and they were scheduling the removal as soon as possible. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the device failure was that it never helped. The device never improved the patient¿s issue. The patient spoke to a manufacturer representative (rep) and the rep suggested trying different settings. The patient planned to have it removed as soon as possible.